Event description:
Additional information received indicated the patient felt strong beats in their chest while the device was in back-up vvi mode. The issue was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up vvi mode due to the cyber security upgrade. Further information was requested but not yet available. The patient experienced no consequences.